Event description:
It was reported by the patient that he had hernia surgery in 2006 to repair three (3) hernias. After about 8 months, he began to have pain and discomfort. The doctor removed the inguinal patch in 2007. He said he was told it was a kugel patch.

Manufacturer narrative:
Patient did not leave a contact name or number. He said he would call back with product info, however, to date he has not called back. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l info becomes available.